Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report a detached sensor on (B)(6) 2014. The patient claimed that upon sensor removal, due to sensor session prematurely stopping, sensor wire was missing. Dexcom has issued an rga for patient to return the device to be investigated. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.